Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye on his last scheduled case for the day. The wound required three unplanned sutures to close the incision. Clinic reported at this time, there is no post ¿operative complications. The patient is expected to have a good outcome.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was not able to replicate any issues on the system. The fss checked and verified vacuum calibration and phaco power output. The fss tested the handpiece used during the incident and found the handpiece to be in good condition and found no errors during the testing of the handpiece accessory. There were no issues detected with the operation of the machine. As part of service field service checklist, the fss tested two diathermy cable accessories. The fss found one diathermy cable accessory not working. The diathermy accessory is not part of the original complaint and did not contribute to the event. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.